Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was used. It was observed that the sheath had a leaking valve just before the farawave catheter was inserted. Despite the insertion of the catheter, the valve continued to leak. Therefore, the faradrive sheath was removed, and a second sheath was opened and used without any issues. The procedure was completed with no patient complications reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face, likely contributing to the valves' inability to seal pressure and fluid within the sheath during the time of the allegation. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state.

Event description:
During a pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. It was observed that the sheath had a leaking valve just before the farawave catheter was inserted. Despite the insertion of the catheter, the valve continued to leak. Therefore, the faradrive sheath was removed, and a second sheath was opened and used without any issues. It was further reported that the physician saw air drawing back from the side port faradrive sheath. The leak occurred when a pentaray catheter was inserted while in the right atrium.

Event description:
During a pulse field ablation procedure, a faradrive steerable sheath clear was selected for use. It was observed that the sheath had a leaking valve just before the farawave catheter was inserted. Despite the insertion of the catheter, the valve continued to leak. Therefore, the faradrive sheath was removed, and a second sheath was opened and used without any issues. It was further reported that the physician saw air drawing back from the side port faradrive sheath. The leak occurred when a pentaray catheter was inserted while in the right atrium.

Manufacturer narrative:
Additional information added to describe event or problem.